Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 600 mg/dl and there was stream of insulin dripping down abdomen. Infusion set leaks were also reported. The customer gave himself boluses to treat. Customer declined to troubleshoot. The device is not expected to be returned for analysis.